Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the event occurred due to stress during use, external factors or user's handling.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found that the coating of the insertion tube had been partially peeled off (more than 1 x 1 mm2) during the incoming inspection of the subject device for the repair at olympus service operation repair center (sorc). There was no report of patient injury associated with this event.